Event description:
Technicians noticed fluorine alarm came on at the laser and the laser automatically shut down. Technicians followed the gas leak procedure recommended in the operator's manual. When technicians proceeded to start the laser again, the laser would not start. Technicians troubleshooted the laser and found the main circuit breaker in the laser was tripped. Apparently the circuit breaker was tripped as a result of a weather-related power outage at the facility. While technician tried to reset the circuit breaker, she noticed sparks coming out from the main circuit breaker. Technician claimed she was shocked and her arm and finger hurt but did not require medical attention.